Event description:
The parkinson's disease patient's family reported the patient had a "feeling of power in head" when the patient came into contact with magnets. The patient also 'was very sensitive to mobile phones, computers, and electromagnetic ovens." The patient did not have a 50% or greater reduction in symptoms at the time of report. It was noted the patient was reprogrammed on (B)(6) 2016, but this had "no effect" on the issue. The patient's implantable neurostimulator (ins) was involved with the event, but it was "unknown" what had caused the issue. The patient was still "feeling power in head" at the time of report and their family requested additional programming at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.